Manufacturer narrative:
Additional information received on 11/02/2016 indicated that the customer was using the pump and there have been no further issues. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that insulin delivery had been stopping. A review of the pump history showed multiple occlusion alarms had occurred. The contact indicated that the customer was to be removed from the pump and insulin injections were to be used to manage diabetes. There was no reported impact to the customer's blood glucose level.